Event description:
It is reported that during surgery on (B) (6) 2009, the package was opened and the screw was not in the package. The screw from the femoral stem was used instead.

Manufacturer narrative:
This report will be amended when our investigation is completed.